Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 37 months, increased shock impedance values greater than 150 ohm were reported. At the moment, biotronik has no further details with regard to a revision procedure. The lead remains implanted at this time. Should additional information become available this file will be updated.